Event description:
It was reported that the rv lead was explanted due to increased threshold. Upon explant, significant damage to the outer overlay tubing was noted. No patient complications were reported as a result of this event.